Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that their device never worked since implant and they've turned it off. Pt stated they had terrible incontinence. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they have an emergency ileostomy surgery/ileostomy bag due to the sacral stim. Pt stated they had terrible incontinence. Pt mentioned the sacral stim is off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.